Manufacturer narrative:
(B)(4).

Event description:
It was reported that the anchors of the fast-fix 360 curved deployed simultaneously. A backup device was available to complete the procedure. There was a reported delay of less than 30 minutes. No patient impact was reported.

Manufacturer narrative:
The device returned was found to be in good condition. T1 had been freed from the needle but still attached to the suture. The remaining suture and t2 were positioned within the delivery needle track appearing to be ready for deployment. The functional test resulted with a normal advancement and cycle which deployed t2 with remaining suture as intended. There is no indication of aggressive use for this device. The stated complaint cannot be supported. T2 was ready for deployment and was subsequently successful. No manufacturing issues found to support the complaint.